Event description:
I have a deltec cozmo insulin pump and about two years ago, it would turn off in the middle of the night and when it powered up, it would do the insulin amount that it missed as well as what it needed to do, because of this I had seizures in the middle of the night and during one of such seizures I stopped breathing, after I was sent a new one there was a recall on for this reason. And of last night the new one that was sent to me started to do the same thing. Frequency: on going. Dates of use: 2006 - 2009.